Event description:
It was reported that the bed exit alarm did not go off and the patient fell. It was further reported that the patient sustained a hip fracture due to the fall and required surgery. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the bed exit alarm did not go off and the patient fell. It was further reported that the patient sustained a hip fracture due to the fall and required surgery. It was noted by a stryker representative that the bed exits were not being armed properly.

Manufacturer narrative:
B5 was updated and section h codes have been updated to reflect the investigation.